Manufacturer narrative:
After further review of additional information received the following sections a2,b3,b5,b7,d1,d4,g4,g7,h2, h4 and h6 have been updated accordingly. Section b5: addendum for additional information obtained:the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 101 months, 21 days post implantation. The ppf states that the patient claims to be suffering from increased anxiety due to the filter. According to the information received in the medical records, the patient¿s pre-operative diagnosis includes hypertension, osteoarthritis, right total right knee replacement, deep vein thrombosis (dvt), seizures, headache, bilateral inguinal repair, carpal tunnel, lumbar laminectomy, and hemorrhoidectomy. The patient has also been on an angiotensin converting enzyme (ace) inhibitor for ¿years¿. The patient medical regimen changed for angioedema and bridged while off coumadin for scheduled ivc filter insertion. The patient was found to have dvt and was started on anticoagulation. Four days prior to filter placement the was admitted for angioedema. The patient had filter insertion for right popliteal dvt. The optease filter was deployed in the infrarenal inferior vena cava without reported difficulty. Approximately six years after the index procedure the carotid ultrasound revealed no significant carotid artery disease. Computed tomography (CT) of the head revealed age appropriate cerebral atrophy with both large and small vessel cerebrovascular disease. There was post prandial and right upper quadrant pain secondary to chronic gall stones. CT of the abdomen reveals sigmoid diverticulosis, right lower lobe pulmonary nodule, hiatal hernia, right renal ureteral stone and an ivc filter. There were no imaging studies provided demonstrating filter placement. A CT abdomen performed and showed the filter at the superior l2 to inferior l3 interspace. Due to the reformatting provided, migration is unable to be fully evaluated. No significant tilt of the filter is indicated. There is a grade 1 perforation visualized in this study. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of hypertension (chronically treated with medications), hyperlipidemia, osteoarthritis, bilateral total knee replacements (with subsequent recurrent episodes of left knee effusions), deep vein thrombosis (dvt), seizure disorder, headaches, ventral hernia repair, bilateral inguinal hernia repair, bilateral carpal tunnel syndrome, lumbar laminectomy and hemorrhoidectomy. In addition, the patient is noted to have had a possible allergic reaction to his earlier orthopedic implant. The patient presented with leg swelling associated with another dvt (located in the right popliteal vein) and had been started on coumadin. The patient subsequently developed angioedema. The filter was implanted in an infrarenal location without complication. Approximately six years after the implantation, the patient underwent an abdominal computerized tomography (CT) scan revealed that the filter¿s superior aspect was located at the l2-l3 interspace with no significant tilt noted and a grade 1 perforation. The presence of migration could not be fully evaluated. Approximately eight years and a half years after the implantation, the patient became aware that filter strut(s) had perforated the inferior vena cava (ivc). The patient further reported having experienced increased anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain and cough experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: cholecystitis; cholecystectomy; cough; right upper quadrant (ruq) pain; and perforation of filter strut through ivc wall. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Cough and right upper quadrant pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: cholecystitis; cholecystectomy; cough; right upper quadrant (ruq) pain; and perforation of filter strut through ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.